Manufacturer narrative:
The sample was serum and centrifuged for 10 minutes at 20 degrees c with 3000 g force per customer supplied data, the samples were clear upon visual inspection. Qc and system check data were not supplied. Service was not required for this event. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni result within the risk stratification range for one patient generated by the unicel dxi 800 immunoassay analyzer. The result was not reported out of the laboratory. The sample was repeated on the same unit and lower result within the risk stratification was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.